Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise that led to high ventricular rate episodes. Isometric testing reproduced the noise in clinic. The pacemaker had missing electrograms of the noise reversion episodes. Programming changes were made for the lead noise issue. The patient experienced no consequences.